Event description:
It was reported that drain bags did not seem to have been sealed properly and causing leakage. Said the gromets were not staying attached. For additional information received via mail on august 30, they had given all the lot numbers as some bags came from baycare and others they purchased from carewell. The drain bags for some reason start leaking at the seam at the bottom. Currently they were using a 2000 ml bags. They had to duct tape the bottom seam in the bottom of bag. At times, the hose valve to empty pulls off the plastic male end and another mess. The hard plastic grommets keep dislodging from the bag where the hanger was. Plus, the grommet was difficult to put back in, if it even goes in. One morning the bag leaked all night, no visible damage but the seam at the bottom was the issue. Woke up and stepped into a puddle of urine everywhere. When they awoke the next urine was all over their bedroom floor. This was the same bag they were using with the same issues. Perhaps a bad manufacturer defect. Had no idea. They thought bard¿s brand was the best out there. However, did not like the defective ones as it was a mess as well as embarrassing when in public. Here were some photos of the repairs to their most recent bard foley bag experience. Finally changed out for new one as urine or pressure from urine in bag was leaking around the side seams of the bag. They were thinking a re-drain of the handle at the top of the bag. Was it possible to make it a permanent plastic grommet. They had used these foleys coming up on a year this (B)(6) 2025. They had a dysfunctional bladder among three rare incurable diseases. One of them was diabetes insipidus. They had no pituitary gland so did not made desmopressin or vasopress, so their body did not regulate the water needed for any of their internal organs thus causing double the output to input. They originally had a suprapubic foley catheter and had 11 urinary tract infection since placement. Problems with suprapubic and had to replace with urethral catheter. They were allergic to latex so must use silicone catheters. New urologist/uroneurologist was going to try botox injection next. If that fails, then most likely a urostomy. If that occurs, would need bard foley bag at night. For additional information received via mail on 02sep2025, it was reported that yet another bag leaked urine all over them. That was due to a leak at the top where the clear cup that holds the tube that was infused and attached by seams at the top where the foley bag cup which houses the main foley tube just under the hanger handle. They did not had the lot number to that defective foley but did not the lot number they replaced with yesterday and the subsequent bags they had left, which they would be happy to send them. They would be happy to return these to them for inspection or manufacturing as that was the fourth or fifth time they had to replace. They wanted to know that they could place the bags in a freezer ziplock bag if they would kindly provide a return label or did, they need to return in a biohazard bag. They had the lot number of the bag currently had attached. Plus, the four other bags in had left. As mentioned in previous email, they purchased some out of pocket from carewell and the others came from baycare home care.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drain bags did not seem to had been sealed properly and causing leakage. Said the gromets were not staying attached. For additional information received via mail on august 30, they had given all the lot numbers as some bags came from baycare and others they purchased from carewell. The drain bags for some reason start leaking at the seam at the bottom. Currently they were using a¿2000 ml bags. They had to duct tape the bottom seam in the bottom of bag. At times, the hose valve to empty pulls off the plastic male end and another mess. The hard plastic grommets keep dislodging from the bag where the hanger was. Plus, the grommet was difficult to put back in, if it even goes in. One morning the bag leaked all night, no visible damage but the seam at the bottom was the issue. Woke up and stepped into a puddle of urine everywhere. When they awoke the next urine was all over their bedroom floor. This was the same bag they were using with the same issues. Perhaps a bad manufacturer defect. Had no idea. They thought bard¿s brand was the best out there. However, did not like the defective ones as it was a mess as well as embarrassing when in public. Here were some photos of the repairs to their most recent bard foley bag experience. Finally changed out for new one as urine or pressure from urine in bag was leaking around the side seams of the bag. They were thinking a re-drain of the handle at the top of the bag. Was it possible to make it a permanent plastic grommet. They had used these foleys coming up on a year this september 18, 2025. They had a dysfunctional bladder among three rare incurable diseases. One of them was diabetes insipidus. They had no pituitary gland so did not made desmopressin or vasopress, so their body did not regulate the water needed for any of their internal organs thus causing double the output to input. They originally had a suprapubic foley catheter and had 11 urinary tract infection since placement. Problems with suprapubic and had to replace with urethral catheter. They were allergic to latex so must use silicone catheters. New urologist/uroneurologist was going to try botox injection next. If that fails, then most likely a urostomy. If that occurs, would need bard foley bag at night. For additional information received via mail on 02sep2025, it was reported that yet another bag leaked urine all over them. That was due to a leak at the top where the clear cup that holds the tube that was infused and attached by seams at the top where the foley bag cup which houses the main foley tube just under the hanger handle. They did not had the lot number to that defective foley but did not the lot number they replaced with yesterday and the subsequent bags they had left, which they would be happy to send them. They would be happy to return these to them for inspection or manufacturing as that was the fourth or fifth time they had to replace. They wanted to know that they could place the bags in a freezer ziplock bag if they would kindly provide a return label or did, they need to return in a biohazard bag. They had the lot number of the bag currently had attached. Plus, the four other bags in had left. As mentioned in previous email, they purchased some out of pocket from carewell and the others came from baycare home care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.